Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and would not fire? Or, was the firing handle squeezed, but no staples deployed?

Event description:
It was reported that during a right nephrectomy procedure, it didn't eject the clips in order to staple the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55x99. Cartridge b: manufacturing date: 7/22/2015 expiration date: 6/22/2020 cartridge a the analysis results showed that the xr30v cartridge arrived with the rear cap and retaining pin missing. The reload was received damaged as the rear cap was detached as the weld was sufficient. It is possible that the reload was not loaded correctly. Please refer the " instructions for use" for better reference. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b the analysis results showed that the xr30v reload arrived with no apparent damage fully loaded with staples. The reload was tested for functionality with a test device and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.